Manufacturer narrative:
Result of investigation: failure analysis lab was able to duplicate the reported problem. The uut (unit under test) was tested and found to have a failed component. Visual inspection of the uut (unit under test) found no indications of damage or misuse. The uut was installed on a test stand as received to undergo testing. The uut was powered on and it was confirmed that the airway pressure gauge fluctuated even when not cycling or connected to a patient circuit. Troubleshooting found a failed component u9, pn 24317-001 tlc 2543c 12 bit adc. The loss of the analog to digital converter would cause the ventilator to perform erratically.

Manufacturer narrative:
"Vyaire file identification: (B)(6). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the lap top ventilator 2200 stopped flow due,the digital pressure of pressure blinked and made a clattering noise. The customer confirmed that there is no patient involvement associated with this reported event.